Event description:
The customer reported that she dropped the transformer and the housing broke open.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product were successful. In follow up with the customer, she indicated that when she unplugged the transformer from the wall, it dropped and the transformer housing broke open, which exposed the inner electronic, which is a safety risk. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are bing damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.